Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported that when the patient went to the rest room, a wet mark was noted on the bedsheet. When checked, a leak was found at the alaris filter base. The patient's clothing showed no sign of contamination. There was no report of patient harm or medical intervention. No further patient or event information is available.